Event description:
Proglide perclose suture device malfunctioned (suture did not fire). Tried twice with the same lot number, both did the same thing. Different lot number worked correctly the third time. No injury to patient.